Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture and lump/nodule.

Event description:
Patient reported unknown side leaking. Healthcare professional later reported "year ago" "lump" and "did ultrasound (about a year ago)" and had "fluid sac". Device remains implanted.